Event description:
It was reported that the patient implanted with this artificial urinary sphincter (aus) presented to their physician with recurring incontinence when coughing or lifting heavy objects. The patient reported using pads as a result. A month later, a revision procedure was performed during which the existing aus was explanted and replaced with a new device. The patient was continent and doing well following the procedure.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the ams800 aus cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. The pump was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was found, and no leaks were identified in the pump. The pump did not perform within specifications on the functionality test and did not pass the resistor flow test at (4.63 ml/min) and the low flow resistor test at (0.5 psi). Inspection of the pressure regulating balloon revealed no damage or irregularities. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications prior to shipment from boston scientific. Product analysis identified an issue with the pump component. The problems identified would affect the functionality of the device. Describe event or problem and concomitant product/therapy updated.

Event description:
It was reported that due to recurring incontinence the patient had his artificial urinary sphincter (aus) explanted. It was explained that this occurred when the patient was coughing or lifting heavy objects. This patient was using pads for his recurring incontinence. The patient visited his physician a month prior to this surgery due to the incontinence. The patient got better after this surgery and no longer needs pads. The patient status is stable.

Manufacturer narrative:
The device was not returned for analysis. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. A review of the labeling found urinary incontinence is noted as a potential adverse event. Based on the available information, an evaluation conclusion code of known inherent risk of device was assigned to this event.

Event description:
It was reported that due to recurring incontinence the patient had his inflatable penile prosthesis (ipp) explanted. It was explained that this occurred when the patient was coughing or lifting heavy objects. This patient was using pads for his recurring incontinence. The patient visited his physician a month prior to this surgery due to the incontinence. The patient got better after this surgery and no longer needs pads. The patient status is stable.